Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The drill fractured at the proximal end of the flexible portion of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the drill was damaged, broken during the first use. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.